Event description:
It was reported that the bed exit alarm was allegedly not working. Allegedly, a pt fell out of the bed. The pt was reportedly x-rayed and found to have no injury.

Manufacturer narrative:
Result - other - the user facility employs two different nurse call systems and ordered beds with two different cables that work with the appropriate systems. The beds need to be used only in those rooms with nurse call system that works with the bed cable. Allegedly a bed was placed in a room with a nurse call system that was incompatible with the cable provided with the bed. As a result, the nurse call system did not receive an alarm when a pt allegedly fell out of bed. It was also reported by the stryker field service representative that the customer was using non-stryker supplied cables that may not be configured correctly for use with the nurse call system.